Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Stimulation was restored.

Manufacturer narrative:
Date of event is estimated.